Event description:
The user facility reported that at the end of therapy during removal, the automated impella controller screen froze and no action was possible at the screen. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The console and data logs were received for investigation and there was no issue found during the case. The device functioned/operated to specification. Aic - kbd/rotary knob issues was added based on the device data and analysis. There were no errors related to purge or keyboard operation, and console could be controlled entire time. The root cause was unable to be determined.